Manufacturer narrative:
The field service engineer found the tubing had pinhole and the tube had come off the vacuum bottle. He replaced the tubing and connected the tubing to vacuum bottle. Precision testing and qc were acceptable. The calibration and qc data was acceptable. Therefore, there was no indication of a reagent issue. The analyzer alarm trace contained multiple abnormal aspiration/ sample short alarms which are consistent with poor sample quality. The investigation determined the service actions resolved the issue.

Event description:
There was an allegation of a questionable glucose hk gen.3 result from the cobas 8000 cobas c 701 module. The initial result was (15.8)16 mg/dl and the repeat result was 92.2 mg/dl. The questionable result was not reported outside of the laboratory. The reagent lot number was 61397501 with an expiration date of 30-jun-2023.